Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left atrial tachycardia with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping, a tamponade was detected. A pericardiocentesis was performed and yielded an unknown amount of fluid. Patient was reported to be in stable condition after the intervention. There is no information regarding extended hospitalization or patient outcome. No ablation was performed. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.